Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the groove) no or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No if yes, did any piece fall into the patient? ¿ was the piece retrieved? ¿ did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Yes or, was the detached tissue pad discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? The quality issue is that the tissue pad has detached from the clamp from one part but it is still attached.

Event description:
It has been reported that during an unknown procedure, the tissue pad detached from the device. The procedure was completed by another device. No harm to the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.